Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information about the device being discarded. H6 adverse event problem, corrected data: initial report inadvertently did not code for type of investigation.

Event description:
Additional information was obtained noting that the explanted generator was discarded. Also, it was noted that per the physician the increased seizures were due to low battery and the patients seizures were the same compared to pre-vns baseline levels.

Event description:
It was reported that a patient has been experiencing an increase in seizures and they had been referred for a battery replacement. The patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.